Event description:
Reference number (B)(4). Event occurred in egypt. It was reported that the patient experienced an infusion set cannula bent event on (B)(6) 2026. The event occurred on the first day of insertion, with the infusion set having been in use for one day at the buttocks insertion site. The patient had a high blood glucose level of 395 mg/dl, and was treated with a manual insulin injection. The patient replaced the infusion set and insulin delivery resumed successfully. No further information available.